Event description:
A customer reported observing an error 4 message on their freestyle mini meter. The meter was returned and testing confirmed the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.